Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient seeking legal action.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Update; the devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 2233543. A search of the complaint database finds additional reported incidents against lot code 2070245 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges loosening of cup, and elevated metal ins. Added stem, cup and bone screws in the impacted product because of the alleged loosening and elevated metal ions. Updated patient's identifier. Added date of revision, revision hospital, surgeon and lawyer in the associated contact.